Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was having a recharge burden with the ipg. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.